Event description:
A report was received that the pt will undergo a pocket revision due to the position of the implant being uncomfortable. The pt underwent the pocket revision and is reportedly doing well.

Manufacturer narrative:
This is the final report.